Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and guided caller through reset steps, but patient was unable to complete reset at that time and planned to attempt pump reset later when able.